Event description:
It was reported that the right atrial (ra) lead exhibited undersensing observed on the atrial electrograms (egm) that could prevent normal function of the device. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) last charge energy displayed question marks. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.